Event description:
It was reported that hair was noted in and on a syringe component.

Manufacturer narrative:
It was reported that hair was noted in and on a syringe component. Reportedly the hair was coming from inside of the syringe and wrapped around the component. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. A sample was returned for evaluation and it was observed that hair was wrapped inside and around the finger control rings. The cause was determined to be an issue related environmental controls. Due to the reported problem/issue, and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.